Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working. The device was in clinical use when the issue occurred. No patient or user harm reported. There was no impact to the patient and the device was removed from service. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not working. Onsite service was requested.

Manufacturer narrative:
H10: the servicemax record was updated, and it was noted that there was no patient involvement when the issue occurred. No patient or user harm reported. The field service engineer (fse) evaluated the device and reported that the touchscreen was replaced to resolve the issue. The fse performed a complete performance verification test, and the device was returned to use.